Event description:
It was reported through a literature article that aveir atrial leadless pacemakers exhibited the following intra-operative issues; docking issues, dislodgement, stretched helix, capturing issues and separation failure for which no intervention was reported. During some intra-operative events, thrombus was observed with no reported consequences. Atrial leadless pacemakers also exhibited the following post-operative problems; i2i communication issues, backup mode, failure to interrogate, false eri/rrt alerts, sensing issues, electromagnetic interference and dislodgement which some had been addressed surgically, however further details were not provided. The research article states that patient with implanted with a atrial device passed away for unknown reasons. Lastly, there was also mention of ventricular leadless pacemakers which exhibited stretched helix and i2i communication issues, as well as dislodgements post-implant procedure. Resolutions to these events were unknown. The patient's conditions were unknown.